Event description:
It was reported that a 37-year-old female patient underwent a breast surgery with two 290cc mentor smooth round high profile saline breast prosthesis and experienced bilateral ptosis post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the a side device.

Manufacturer narrative:
Device evaluation summary: visual analysis of the returned sample revealed that the sm hps dv 290cc breast implant was found to have a tear on the patch. Some breast ptosis is a standard component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication of these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).